Event description:
Home pt (hp) reported feeling full, as if they were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. The hp reported on 2 separated occasions of feeling overfilled at the end of therapy using the homechoice. Hp placed the homechoice into a manual drain until hp felt relieved, however, hp does not remember the amount of fluid drained. According to the hp, reported had a "wet" day with a last fill volume of 2500 ml programmed on the homechoice cycler, however the initial drain alarm setpoint was at 1300 ml. Hp states when followed up with a healthcare professional, hcp did not feel hp had been draining completely during the initial drain. Hp states there was no pt injury or medical intervention.